Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. (B)(4) - main drawer 1.1 and min drawer 5 are constantly failing. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 27jan2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "main drawer 5 constantly fails" was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the customer reported that main drawer number six enhanced full height drawer was failing intermittently on open and close. The fse inspected latch assembly, no damage was found and checked cables for damage. The fse replaced retractor band cable assembly on drawer and re-seated all connections. Checked all lights, reconnected all cables and cleaned debris. Finally, customer tested all functions of drawer successfully in application. During dchu visual inspection: p/n 353844-01: it was observed that one copper strand of the flat cable exhibited sings of melted insulation due to an overheating condition which is considered a thermal damage. During dchu testing: p/n 353844-01: no dchu testing was required due to the observed thermal damage during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 5 failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.